Event description:
It was reported in a scientific article that a patient experienced symptomatic tachycardia. The generator was explanted due to lack of clinical benefit and device intolerance. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Matthew smyth, shane tubbs, martina bebin, paul grabb, and jeffrey blount. "Complications of chronic vagus nerve stimulation for epilepsy in children". (2003)500-503.